Event description:
In 2007, it was reported to boston scientific corporation, that during an endoscopic retrograde cholangiopancreatography on a male pt using a jagwire guidewire, "the core was left behind in the pt's hepatic common conduct, and they were unable to retrieve it". The physician successfully completed the procedure with another jagwire guidewire. Although it was reported that "the pt had a prolonged hospital stay", the event details did not reveal that an adverse event had occurred. F/u info obtained revealed that, post-procedure, the physician elected to monitor the pt for "observation and [the] possibility of infection". The pt's condition was reported as "stable".

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the MFR date of the device is unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a f/u medwatch report.